Event description:
Report rec'd initially from pt indicating that she was receiving a "sharp, stabbing pain" and couldn't get the amount of stimulation turned down with her programmer. F/u with the pt and physician was done by co rep, and his report is as follows: pt initially had stimulation system implanted at another facility, and underwent both implantable pulse generator revision (initial placement of device was an issue) and lead revision within the first year post-implant in separate operations. About 3 months ago, the pt began experiencing a burning in her chest, and the pt wanted the entire system explanted. The physician decided to do a lead revision only after some troubleshooting, but at surgery discovered a great deal of scar tissue around the lead that made removal of the device prohibitive. Instead, the implantable pulse generator was replaced, and since the pt also had a lot of tissue growth around the connector site, medical adhesive was placed around the connector to insure that the tissue growth would not recur. After this surgery, the pt experienced great pain relief, and was very satisfied with the device. Approx 3 weeks ago, the pt again began experiencing a sharp pain in her chest. Troubleshooting of the device was done, and it was decided to turn off 2 of the lead electrodes, and run only the remaining 2, even though this did not provide the pt with as complete pain relief as she had before. The physician advised the pt to try this reprogrammed pattern for a month, and then return to the office for f/u as to how it worked. The rep will be providing additional info on the pt's status after this f/u appointment has occurred.